Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported blood glucose (bg) in the 400 mg/dl all day. Ilet pump showed an insulin occlusion. Agent guided patient through a full supply change. Afterward, insulin delivery resumed, and bg began decreasing. Changing out all supplies due to insulin occlusion resolved the issue. No symptoms experienced by the patient during the event, and no medical intervention required.